Manufacturer narrative:
Unknown manufacturer: (B)(4). The reported lot # [12699424] was not found in sap for the reported catalog # [120-160xysk]. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a 120-160xysk product was not available for investigation; however the customer confirmed that the complaint sample was from lot 12699424. From the information provided by the customer it appears that a piece of plastic was identified within the infusion line after one hour of infusion, and that the up alarmed for air/up occlusion alarm. The details of this feedback were forwarded to the legal manufacturer of the product, caesarea medical electronics ltd. For investigation. A review of the production records for lot 12699424 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 120-160xysk product over the past 12 months. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it was not possible to determine the exact nature of the contamination, nor whether a manufacturing defect could have caused or contributed to the customer's experience. Rationale: cme are the legal manufacturer of this device and have the responsibility for assessing the clinical risk.

Event description:
It was reported that a foreign white particle was found "1/4 of the way down" the distal section of the microset,y conn,spike. D infusion set after the 'air in line' alarm sounded. The following information was provided by the initial reporter: "patient called to report that during self-administration of her prescribed hyqvia (sc immunoglobulin) at home on (B)(6) 2020 her bodyguard pump alarmed ¿air in line¿. On inspection she & her husband noted ¿a white piece of plastic/particle¿ in the tubing of the bodyguard administration set (bd 120-160xyxs: batch no: 12699424). The particle was noted approx. ¿1/4 of the way down¿ the distal section of the infusion set, (leading from the pump to the patient)." "The patient immediately clamped the ¿high flow¿ needle device situated in her abdomen & changed the administration set, thus preventing possible infusion of the ¿particle¿. The initial administration set was placed into a sharps bin & the hyqvia infusion proceeded without event. The patient reported that vials of hyqvia & all ancillary items were inspected/checked prior to use & nothing abnormal was detected."